Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and elevated blood gluocse levels. Locked down smartphone: phone control ios, omnipod software app version: 2.1.0, operating system: 26.1, hardware: iphone17.2, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient contacted an employee of insulet via text message to report experiencing elevated blood glucose levels of unknown cause and stated "my blood sugar has been running high, I'm not sure why. Had to be admitted." The patient had recently transitioned from the medtronic 780 system with guardian sensor to the omnipod 5 system. Following the initial report, clinical product support made multiple good-faith attempts to collect additional medical and product-related information. The patient did not respond to outreach, and therefore no further details could be obtained. A supplemental report will be submitted if additional information becomes available.